Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. On the day of onset, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. On unreported date(s), the patient was treated with cefazolin injection 1 gram intravenously (frequency and duration not reported), ceftazidime injection 1 gram intravenously (frequency and duration not reported), emeset injection (route, dosage, frequency, and duration not reported), and ¿int pan¿ (no further information provided) for the peritonitis event. Antibiotic treatment was ongoing. It was unknown if dianeal therapy was ongoing. Hospitalization was ongoing. The patient was recovering from the peritonitis event. No additional information is available.